Event description:
Dealer alleges that end user complained on (B)(6) 2015 of leaking oil but chair was still working. On (B)(6) 2015 end user alleged that chair would not move at all. Dealer's tech went out on (B)(6) 2015 to inspect chair and found it was leaking oil and the motors were not locking anymore. Dealer noting that this is a replacement chair for end user for several issues that they do not recall at this time. End user upset because this is second chair and motors are out of warranty as of (B)(6) 2014.